Event description:
An adult ICU pt died during an MRI procedure. The customer reported to medrad sales rep that the monitor had nothing to do with the death. During a telephone call with the director of MRI, the director stated that there was some confusion and that the monitor was not hooked up to the pt when the pt died. According to the director, she believes that the death occurred due to human error. The techs and nurses were uncomfortable using the monitor. When the director was asked for the incident date, she stated she was not releasing any more information. During the inservice, one of the doctors indicated the incident occurred two weeks ago from august, 2005. When the medrad service representative spoke with the director of the bio med department to see if he would like the monitor checked due to the incident that occurred, the director of bio med stated that the monitor was not the issue and indicated that the service representative had gotten his information wrong. Hospital is unwilling to provide any information in regards to this incident. Medrad service representative offered to check out the monitor, but the director of the bio med department declined his services. A copy of the manual requested is enclosed with this report.

Event description:
Customer reported a pt death occurred during an MRI procedure. Information orginally received stated a medrad monitor was hooked to the pt at the time of the death. Then, information received stating the medrad monitor was not hooked to the pt at the time of the death. The hospital feels this occurred due to human error. Customer wanted additional applications training on the product.